Event description:
It was reported that a home patient experienced a connection issue between the transfer set and titanium adapter. This occurred during dwell five of five of peritoneal dialysis therapy. The patient accidentally pulled the patient line and became disconnected. The titanium adapter remained intact with the catheter and everything appeared to be okay with the titanium adapter and the transfer set. The technical service representative assisted in ending therapy and disconnecting with proper aseptic technique. There was no patient injury or medical intervention associated with this event. Therapy has been going well since the incident. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient improperly disconnected from therapy by accidently pulling on the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.